Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report the receiver initialized without a manual restart on (B)(6) 2015. There was no report of injury or medical intervention. No additional patient or event information is available.the complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver log was reviewed and found hardware battery errors. The reported event of an initializing screen without manual restart was confirmed. The root cause was determined to be a defective receiver battery.